Manufacturer narrative:
Other applicable components are: product ID 3889-28, lot# va09gz1, implanted: (B)(6) 2013, product type: lead.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the patient thought their implant might have been malfunctioning as they were having a "weird tingling thing"/stimulation sensation that goes down their legs that they didn't feel anywhere else. The patient knew that if the stimulation was too high they could feel that weird sensation but this was different. They had a "sort of warm sensation" that felt like they were peeing their pants when nothing was really happening. They mentioned a sharp pain where the lead goes and where the stimulator was. The patient stated they got a "kind of hotness" in that area. All the symptoms came on around the same time, suddenly, and then continued on. The patient shut off the stimulator, but everything kept on happening so they weren't sure what was going on. The patient wasn't currently in pain at the moment and it had been two weeks since they last felt the pain - it wasn't a constant thing, it happened every now and again. The patient had seen their healthcare provider (hcp) about the issue, but the hcp didn't do much about the issues. The stimulator was currently off, had been off for almost a year, and they had tried to turn the stimulator back on for a period of a week or two but everything started happening again so they shut it off. The device had been off again for another two weeks or so. The patient tried to pay attention but hadn't noticed positional correlations and mentioned they had made a doctor's appointment for the next week. The patient was wondering if a manufacturer representative (rep) could be present for the appointment. The patient stated the event date was unknown, however it had been probably a year.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.